Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gallbladder surgery, when the surgeon took out the bag with the gallbladder through the umbilical hole, the bottom of the bag cracked and the gallbladder fell out in the abdomen. The user got another device and took out the specimen. There was no patient injury.